Manufacturer narrative:
(B)(4). The unit was returned and nothing was found that would have caused or contributed to the reported condition. The generator was tested and found to function normally and within specification.

Event description:
The customer reported that during in-house maintenance on the forcetriad, when in auto-bipolar mode, the unit continued to activate when connected bipolar tongs were separated.